Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that intermittent occlusion alarms occurred. Furthermore, it was reported that the customer experienced an elevated blood glucose (bg) level of "over 500" mg/dl. Cause was not known. Customer addressed elevated bg by a correction injection via manual insulin therapy. Also, it was reported that the customer experienced a low blood glucose (bg) level of "around 35" mg/dl. Cause was not known. Customer consumed glucose tablets and drank a snapple to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Ultimately, the customer resumed insulin delivery.